Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician was not able to remove the guidewire as it was stuck in the left ventricular (lv) lead. The lv lead was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor was extrinsically distorted due to kinking/buckling. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. Visual analysis of the lead indicated damage at implant. The analyst noted that an mdt guidewire was returned stuck inside the lead. The distal conductor of the lead is distorted (kinked) at 4.5cm (from the distal tip)and the guidewire cannot be removed. Dried blood is also visible inside the lead. If information is provided in the future, a supplemental report will be issued.